Event description:
On 17-mar-2026, an arthrex subsidiary employee reported via email that an ar-1588rts implant delivery system, acl tightrope rt, experienced an issue during a procedure on (B)(6) 2026. While tightening the tendon suspension to secure the graft to the femur, the suture broke as it was nearing the locking limit. A second tendon suspension was used to complete the procedure. No additional anesthesia was required, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.